Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the second complaint reported for this issue. As the customer did not retain the sample or finished goods lot number, DHR (device history records) and lot history could not be reviewed. The customer did not retain sample for this complaint report; functional testing or a visual inspection could not be conducted on the sample. A sample was not returned for this complaint; a definitive root cause could not be identified for the reported event. (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure, they lost pressure secondary to kinked tubing, which caused the eye to collapse. After a delay of less than 15 minutes, they were able to finish the procedure. There was no harm to the patient.